Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was implanted in the body and did not function and the patient had to undergo six surgeries but still the problem prevails.